Event description:
It was reported via repair work order that the right side rail came off due to the cir-clips coming apart. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.